Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2024, it was reported via email that the patient experienced a missed alert which occurred on an unspecified day after the sensor was inserted. On (B)(6) 2024, the patient lost consciousness, as the cgm device did not properly alert her to her hypoglycemic state. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.